Manufacturer narrative:
Initial reporter occupation = inventory manager. Device evaluated by mfg = device evaluation has begun; however, a conclusion is not yet available. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, at the end of an interventional procedure involving the superficial femoral artery (sfa), a flexor ansel guiding sheath unraveled and separated upon removal of the device from the patient. Access was obtained in the right common femoral artery to target the left femoral artery. Resistance was encountered upon insertion and removal of the device, and the aortic bifurcation was reportedly tight. Another manufacturer¿s 2.3 french laser was used through the sheath, and per the reporter, it is possible that the laser damaged the sheath, as there were issues with the laser and advancement. A wire was in the lumen of the sheath at the time of separation; however, the dilator was unable to be reinserted into the sheath prior to removal. An arteriotomy was performed via a cut-down procedure and the separated portion of the sheath was removed from the patient. The patient was hospitalized. Reportedly, the access side of the superficial femoral artery became clotted and occluded due to the event, and an additional procedure will be performed in the future. No part of the device remained in the patient.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Summary of event: as reported, at the end of an interventional procedure involving the superficial femoral artery (sfa), a flexor ansel guiding sheath unraveled and separated upon removal of the device from the patient. Access was obtained in the right common femoral artery to target the left femoral artery. Resistance was encountered upon insertion and removal of the device, and the aortic bifurcation was reportedly tight. Another manufacturer¿s 2.3 french laser was used through the sheath, and per the reporter, it is possible that the laser damaged the sheath, as there were issues with the laser and advancement. A wire was in the lumen of the sheath at the time of separation; however, the dilator was unable to be reinserted into the sheath prior to removal. An arteriotomy was performed via a cut-down procedure and the separated portion of the sheath was removed from the patient. The patient was hospitalized. Reportedly, the access side of the superficial femoral artery became clotted and occluded due to the event, and an additional procedure will be performed in the future. No part of the device remained in the patient. Investigation evaluation: reviews of the instructions for use (IFU) and quality control procedures were conducted during the investigation. A visual inspection of the returned complaint device was also conducted. The complaint device was returned to cook for investigation. Two points of separation were noted. The first was 33 centimeters from the hub and the second was 11.5 centimeters from the distal tip. The inner coil was exposed and elongated. The middle section of the device was twisted and severely kinked. Cook could not complete a review of the device history record (DHR) or complaint history due to a lack of lot information from the user facility. The instructions for use (IFU) provides the following information to the user related to the reported failure mode: "if resistance is encountered during sheath advancement, assess cause of resistance and consider dilation of any restriction identified or consider alternate treatment strategy. If flexor sheath is advanced through resistance, force to remove the sheath will be higher, increasing the risk of sheath material or hub separation upon withdrawal." ¿reinsertion of the dilator prior to removal of the sheath increases the strength of the sheath and lessens the risk of device separation. If resistance is encountered or anticipated during withdrawal of the flexor sheath, consider carefully reinserting the dilator prior to continuing removal.¿ cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the dmr, IFU, and investigation of the returned device suggests that there is evidence the device was manufactured to specification. Based on the available information and results of the investigation, cook has concluded that both the procedure and the patient's anatomy contributed to this event. Difficult advancement and use of the laser, a tight bifurcation, difficult removal of the sheath, and sheath removal without reinsertion of the dilator all likely contributed to the device failure. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.